Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the physician noted high capture thresholds and made several attempts to reposition the lead. However, elevated threshold persisted. A replacement lead was used to complete the procedure. The patient was in good condition during and after operation.